Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope insertion tube had insufficient angle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle, distal end cover, and operation unit had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found that the customer's allegation was confirmed. Also, the evaluation found the following: due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to a pinhole on connecting tube, water tightness was lost. The connecting tube had a scratch. The connecting tube had a dent. The plastic distal end cover had a scratch. Image guide lens had a crack. Image protector had a chip. Switch 4 had wear. Switch 1 had a scratch. Due to nozzle clogging, the amount of water contact did not meet the standard value. Due to the clogging of the nozzle, the water removal ability did not meet the standard value. The adhesive on the bending section cover (a-rubber) had a crack. Adhesive on a-rubber had a chip. Adhesive on a-rubber had a discolored area. A-rubber had discoloration. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The connecting tube had a buckling. The connecting tube had discoloration. The scope connector had corrosion. The protector of the universal cord on the scope connector side had a scratch. The grip was shaved. The universal cord had a scratch. The scope connector had a scratch. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.